Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was placed on an in-house system and it failed the test. The housing was then removed, blade was manually extracted, and was found to be bent. Due to bent blade, the system was not engaging the instrument and the instrument could not be tested in terms of sealing. The electrical continuity test was performed and it passed. There were no damages to the conductor wire or the snake wrist cables and no bio debris found at the grip tip. The system logs showed one incomplete cut and homing had failed. No other damage was found. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument was working and then stopped sealing during a da vinci sleeve gastrectomy procedure could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during da vinci assisted sleeve gastrectomy procedure, the endowrist vessel sealer instrument stopped sealing. There was no allegation of harm or injury to a patient. There were no reports of any fragment(s) falling into the patient. On (B)(6) 2015, intuitive surgical, inc. Obtained following additional information regarding the reported complaint: the endowrist vessel sealer instrument worked for about five minutes and then it would not seal or cut. There was no energy and there was no tissue effect. There were no error messages; the surgeon was holding the master grips fully closed throughout the sealing cycle. The vessels were not too big in size. The endowrist vessel sealer was replaced with a new endowrist vessel sealer instrument to complete the procedure and it worked fine. There was no patient injury.